Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 1.5x15mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was attempted to be inflated twice to 12 atmospheres (atm); however, the balloon could only be inflated halfway. Therefore, the bdc was removed from the patient. Another mini trek balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found a pinhole rupture was noted in the balloon of the bdc at 4atm. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported inflation issue was confirmed. The returned device analysis noted a balloon pinhole rupture on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU), specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported inflation issue and noted balloon rupture could not be determined. Return device analysis noted a pinhole rupture on the balloon. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, it is likely that the noted pinhole rupture contributed to the reported inflation issue as the balloon would not hold pressure; however, a conclusive cause for the rupture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - incorrect prep.